Event description:
(B)(4). Went to a new dr (I've moved out of state since getting essure) and she agreed some of my symptoms could be caused by essure. She scheduled me for total abdominal hysterectomy (including cervix, ovaries and tubes) to ensure that the essure coils would be removed intact. Surgery was performed on (B)(6) 2016. When I got essure 8 years ago, I never imagined it would end up like this!!

Event description:
(B)(4). Immediately after essure was placed, I began experiencing very heavy periods, extreme mood swings, itchy skin on my sides and under breast area, restless leg syndrome, dizziness, hair loss. As time went on, I began to experience aching joints, numbness in fingers and toes, hypothyroidism, raynaud's syndrome, chronic low back pain, shingles, burning sensation in pelvis, painful intercourse, low sex drive, hot flashes, excessive sweating.